Manufacturer narrative:
The device was evaluated by ventec where the reported issue of a blank (black) display was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the control board. Further component level cause could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records.

Event description:
The customer sent their device in to ventec for maintenance where it was observed that the device's display was blank (black). There was no patient involvement associated with the reported event.